Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on (B)(4) 2014 by (B)(6) to ventlab, llc. This effort consists of 48 MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.

Event description:
The patient was coding and used resuscitation bag. Valve would not allow any air flow during patient use. Resolved problem by obtaining another resuscitation bag. Confirmed with hospital staff that the patient passed away due to their medical condition. Delay to obtain second bag did not cause death.